Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event: the associated MFR report numbers are 1225714-2014-11579 and 1225714-2014-11580. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced a myocardial infarction and subsequently expired.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.